Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon surgery procedure, for the first firing of colon resection due to ileus, the surgeon tried to fire the device, however a crack sound was heard and could not fire. It was replaced by a second sulu however could not fire the device. New handle was used and they connected it to the second sulu, and the firing was successful. After that ,the surgeon tried to fire the second handle with the first sulu, however could not. It was replaced again by a third sulu, however could not fire the device. Replaced by third handle and they connected the third sulu, the firing was successful. The surgeon said the tissue was quite thick. The surgical time was extended by less than 30 min. No reported patient injury.